Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High impedance and noise were reported on this ra lead. A fracture or dislodgement is suspected. The lead was not screwed properly. The patient refused corrective action. The pulse generator was reprogrammed. Should additional information become available this file will be updated.